Manufacturer narrative:
A2: dob added.

Event description:
The patient was enrolled in the champion-af study on (B)(6) 2022 with patient identifier (B)(6). It was reported that thrombosis occurred. On (B)(6) 2023, the a left atrial appendage (laa) closure procedure was performed with successful placement of a 31 mm watchman flx device with complete seal and deployed device diameter of 23.7 mm. The patient was discharged the same day on aspirin 81mg/day and clopidogrel 75mg/day. On (B)(6) 2023, 101 days post-implant procedure, four (4)-month follow-up and transesophageal echocardiogram (tee) revealed estimated left ventricular ejection fraction of 55.0 % and complete laa seal with evidence of pedunculated, mobile thrombus of 0.135 cm2 on the atrial facing surface of the watchman flx device. In response to the event, the patient was started on warfarin 5mg.

Event description:
The patient was enrolled in the champion-af study on (B)(6) 2022 with patient identifier (B)(6). It was reported that thrombosis occurred. On (B)(6) 2023, the a left atrial appendage (laa) closure procedure was performed with successful placement of a 31 mm watchman flx device with complete seal and deployed device diameter of 23.7 mm. The patient was discharged the same day on aspirin 81mg/day and clopidogrel 75mg/day. On (B)(6) 2023, 101 days post-implant procedure, four (4)-month follow-up and transesophageal echocardiogram (tee) revealed estimated left ventricular ejection fraction of 55.0 % and complete laa seal with evidence of pedunculated, mobile thrombus of 0.135 cm2 on the atrial facing surface of the watchman flx device. In response to the event, the patient was started on warfarin 5mg.

Manufacturer narrative:
B5: additional event information added

Event description:
The patient was enrolled in the champion-af study on (B)(6) 2022 with patient identifier (B)(6). It was reported that thrombosis occurred. On (B)(6) 2023, the a left atrial appendage (laa) closure procedure was performed with successful placement of a 31 mm watchman flx device with complete seal and deployed device diameter of 23.7 mm. The patient was discharged the same day on aspirin 81mg/day and clopidogrel 75mg/day. On (B)(6) 2023, 101 days post-implant procedure, four (4)-month follow-up and transesophageal echocardiogram (tee) revealed estimated left ventricular ejection fraction of 55.0 % and complete laa seal with evidence of pedunculated, mobile thrombus of 0.135 cm2 on the atrial facing surface of the watchman flx device. In response to the event, the patient was started on warfarin 5mg. It was further reported that during an unscheduled visit on (B)(6) 2023, a tee was performed and revealed estimated left ventricular fraction of 55.0 % and complete laa seal with no evidence of thrombus.